Event description:
The manufacturer received information alleging a ventilator was showing fio2 related error. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's fio2 sensor assembly was replaced to address the issue.